Manufacturer narrative:
This report is for the 1st report of 2 failed implants, 2nd report is: {3011649314-2018-00556/(B)(4)} the device was returned and evaluated. Visual and microscopic inspections were performed on the returned device and no deviations were found. The critical parameters of the implant were measured and no deviations, no defects, nor non-conformities were found. A review of the device history record review (DHR) was conducted. There was no evidence to suggest that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for failure to achieve primary stability is inconclusive and specific to each case, probable could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading can also be a factor. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Precautions are provided in the IFU that state, "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." There was no abnormality nor nonconformity with the implant itself; therefore, this event will be tracked and trended.

Event description:
It was reported that an inclusive mini implant failed to osseointegrate. The implant was placed into tooth # 22 on (B)(6) 2017 and was extracted on (B)(6) 2018. The implant was found to be loose and spinning. There was no pain, infection or numbness. Slight bone loss was noted. The patient was reported to be doing fine. The implant site has type I bone quality. The patient has history of smoking and alcohol use. The patient was also reported to have hypertension issues. Per provided information, the patient was eating/chewing without denture in place, which might have affected the implant. There was no abnormality noted with the implant itself.